Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -13.0/+2.0/081 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was repositioned due to blurred vision, iris sphincter loss at 5 o'clock, heavily pigments tm, kiv explant, and irregular pupil. The problem was not resolved. Reportedly the lens remains implanted.

Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Manufacturer narrative:
B5- elevated iop should have been reported as an adverse event in initial MDR. H6- intraocular pressure increased . Claim# (B)(4).